Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited image noise during set up / inspection for use before patient in the room. There were no report of patient involvement.